Event description:
It was reported that the patient was having trouble with her stimulator, and believed it was defective. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)46). Lead: model 3093-33, lot# v797201, implanted: 2011 (B)(6), explanted: na; extension: model 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device/therapy but was working with their healthcare profession (hcp) to resolve the issue. An appointment with their hcp of (B)(6), 2012 was noted. If additional information is received, a follow up report will be sent.